Event description:
It was reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated the event occurred due to bent cannula. Customer stated the alarm was resolved by a complete set change. Customer declined to return the infusion set and reservoir for analysis. The customer was advised to call back when alarm reoccurs in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.